Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, self test and occlusion test, no delivery alarm, missing segments or a21 error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lost settings when changing battery and display screen was scratch and look polarized. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no deliver alert. The device will not be returned for analysis.